Event description:
It was reported to philips that the monitor ceiling suspension (mcs) power supply was defective, which could impact image display. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the customer was performing cardiac arrhythmia (endovascular intervention and device implantation) planned treatment, which was delayed (10 minutes). The procedure was completed on the same system without c-arm movement. The philips field service engineer (fse) inspected the system onsite and found that the power supply was defective in the equipment rack. Upon troubleshooting, the fse found that the issue wasn't on the x-ray machine, but on a third-party equipment rack. To resolve the issue, the power supply to the rack equipment has been replaced. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.